Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/17/2021. H6 component code: g07002 no device return. Additional information was requested, and the following was obtained: could you please confirm the quantity of needles that "came loose from the suture during passage through tissue" in the CABG surgery being reported? Unknown. Were there any patient consequences? No. Event date? Unknown. Please provide the lot number. Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the quantity of needles that "came loose from the suture during passage through tissue" in the CABG surgery being reported? Were there any patient consequences? Event date? Please provide the lot number.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date in 2021 and suture was used. During the procedure, while passing through tissue, the needle came loose from the suture. No adverse patient consequences were reported. Additional information was requested.